Manufacturer narrative:
Product analysis #(B)(4). Brief description of complaint: when using the product, as usual, a smoke issue occurred. The smoke came from the tip of the handpiece. Analysis conclusion: complaint confirmed: the condition of the returned device such that the electrodes were clogged and gunked with tissue and coagulum buildup is consistent with inadequate cleaning/use of the device which can contribute to device performance issues because the device cannot perform transcollation® as expected. The tissue and coagulum buildup on the electrodes can cause smoke at the device tips when the device is activated because it causes tissue to burn, char, and smoke. Also, normal uniform saline flow from both electrodes, as indicated by steam or smoking around the electrodes, popping noises, and bubbles occurring around the electrodes denotes that the saline is boiling as it couples with the active electrodes is consistent with the device design and use and is not indicative of a failure which may have been interpreted by the customer as a failure. Additionally, it was found that the device failed to activate upon depression of the blue activation button because corrosion was found on the inner and outer contacts under the dome switch which prevented device activation. The mylar tape was found to have signs of melting when the device was opened for further analysis for failure to activate issue, which could have resulted in smoke from the device handle while at the customer site supporting the customer¿s reported issue. The cause of the activation button corrosion and melting of the mylar tape is unknown. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a surgical case, smoking from the aquamantys device tip was reported. No other case details were available. There was no patient injury reported.